Manufacturer narrative:
Complaint conclusion: as reported, mynxgrip vascular closure device (vcd) 6f-7f was stuck and would not shuttle down. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube remained in the shuttle cartridge. Only the sealant grip tip was observed on to the catheter shaft as received. The remaining portion of the sealant was not returned. It was reported that the ¿mynxgrip vascular closure device (vcd) 6f-7f was stuck and would not shuttle down.¿ however, a compatible procedure sheath was observed fully retracted against the shuttle handle, which indicated that the shuttle was able to be advanced into the procedure sheath and completely shuttled down during the procedure. Yet, it is unknown if the device was manipulated after the procedure. Per functional analysis, a simulated deployment test was performed on the returned device. The shuttle cartridge was able to be advanced/retracted to the black handle without issue, and the advancer tube was found properly engaged to the proximal tamp lock. Per microscopic analysis, the grip tip of the sealant as received. The remaining portion of the sealant was not returned with the device. A product history record (phr) review of lot f2107602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information it is impossible to determine what factors may have contributed to the reported event. The device was received fully advanced into the csi. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a review of the manufacturing documentation associated with lot f2107602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, mynxgrip vascular closure device (vcd) 6f-7f was stuck and would not shut down. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.